Event description:
It was reported that the patient underwent a laparoscopic intra peritoneal onlay repair of ventral hernia under general anesthesia on (B)(6) 2012 and mesh was implanted. On (B)(6) 2012 the patient reported pain in the left latero umbilical area. An unknown pain medication was prescribed. The surgeon reports opines that the intensity is mild and the event is not related to the mesh but is related to the procedure. The patient&apos;s pain has resolved. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.